Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that her mother¿s onetouch ultra 2 meter would not turn on. The complaint was classified based on information obtained by the customer service representative (csr). The reporter stated that the alleged meter issue began maybe 2 months prior to her contacting lfs. The reporter stated that she was unable to confirm how the patient manages her diabetes, or if she made any changes to her management, in response to the alleged issue. The reporter stated that after the meter issue began (time unknown) her mother developed symptoms (she could not confirm what symptoms), that required her to be taken to the hospital, and treated with 5 units of insulin by an health care professional. During troubleshooting, the csr noted it was not the first time the meter was being used, and that the correct test strips were being used. There was no evidence of misuse of the product. Csr noted that when troubleshooting was carried out with the patient, that when a test strip was inserted, the meter turned on and when the power button was pushed the meter turned on. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly required treatment from a health care professional after the alleged meter issue began.